Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was breaking. Customer stated the top around the reservoir chamber was chipped. Patient's blood glucose was 156mg/dl. No further information reported.